Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown head, unknown; unknown, unknown cup, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported a patient underwent three closed reductions and subsequent revision due to recurrent dislocation and instability. During the revision, the cup and liner were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the MDR should not have been filled under current MFR number. This event will be reported on 0002648920-2018-00184. The initial report submitted should be voided.